Event description:
The individual started becoming sensitized to latex in 1984, by the wearing of latex medical gloves. The individual suffered health problems including contact dermatitis, wheezing, sneezing, runny eyes, breathing problems, asthma and anaphylactic shock.